Event description:
It was reported that the pacemaker exhibited intermittent left ventricular (lv) capture. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.